Event description:
It was further reported that the patient had a revision and replacement of their entire spinal cord stimulator system on (B)(6). The implantable neurostimulator (ins), both leads, and both extensions were removed. The patient was re-implanted with a new system and was receiving effective stimulation in their low back and both legs.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0527265v, implanted: (B)(6) 2005- product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 3487, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0527265v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that there were high impedance values, >10,000 ohms, on electrodes 4-7, 9, 11-17. The stimulation was reprogrammed as a result. A possible lead replacement might occur. The patient lost right leg stimulation approximately 6 months ago. No falls or recent injury/trauma were reported. The patient had trouble keeping the implantable pulse generator (ipg) charged. Interrogation of the battery showed battery life "ok." Patient symptoms associated with this event was less than 50% therapy relief in right leg. One day later it was reported that high impedances didn't resolve. The cause of the issue was not determined. The patient was receiving stimulation in the left leg but not in the right. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (serial number (B)(4)) found that the stimulation battery had reduced capacity due to overdischarge. The ins was received with telemetry and required a battery recharge. Battery capacity has been decreased due to over discharge. According to the trace report obtained from the ins; the total recharge count is 310 and the last recorded recharge session done while the device was implanted was (B)(6) 2014. The device was recharged for 1 hour and 59 minutes and the battery charged from 3.755v to 4.000 volts. The battery discharged to the lock mode on (B)(6) 2014. The battery was recharged at check-in on (B)(6) 2014 for 3 hours and 31 minutes from 3.550v to 4.005v and again in the analysis lab on (B)(6) 2014 for 3 hours and 11 minutes from 3.750v to 4.020v. Analysis of the lead (lot number j0527265v) found no significant anomaly as the stimulation lead's body was stretched. The outer insulation was pulled away from the #0 conductor sleeve and the #3 electrode. Circuits 1 and 3 were open due to broken wires. Analysis of the extension (serial number (B)(4)) found no significant anomaly as the stimulation extension's outer body was stretched and the wire coils were stretched near the distal end. Analysis of the extension (serial number (B)(4)) found no significant anomaly as the stimulation extension's body outer insulation was cut. Analysis of the lead (serial number (B)(4)) found that the stimulation lead's outer body had a breached depression 7.5 cm from the distal end of the lead. Analysis of the anchor found no anomaly. Analysis of the anchor found no significant anomaly as the anchor had suspected tool marks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.